Event description:
The customer reported being hospitalized twice for high blood glucose and diabetes ketoacidosis. The blood glucose reading at time of the call was 416mg/dl. The customer stated that the infusion set was changed more than half hour before the call. The customer also stated that the doctor wanted to know about the settings on her insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.